Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
Patient underwent an unknown procedure on (B)(6) 2024. Two revision dome drill bits were broken intraoperatively. Fragments were created but retrieved from the patient. One drill bit snapped at the end and the other's coil bent and broke. Procedure was completed successfully with a ten minute surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: 2 revision dome drill bits broken intra op- fragments created but retrieved from pt - delay 10 mins. 1 drill bit snapped at end and the other coil bent and broken. Both dril bits discarded as per hospital policy- unable to read pc as too small - both need to be replaced. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. (Domedrill 2.jpg and domedrill 4.jpg). The photo investigation revealed the drill bit broken. Additionally, device had signs of usage. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. As the device was not returned, an as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk drill would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.